Event description:
Pt spontaneously called into the pharmacy to report pump beeping and no alert on display. Pt was unable to troubleshoot bur was able to switch to backup pump and continue infusion. Pharmacy will replace malfunctioning pump. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.